Event description:
An attempt was made to implant a 2.5 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting coronary stent in a pt to treat a type c lesion. The target lesion was described as "very long and very calcified." Lesion pre-dilatation was not performed. Resistance was encountered while advancing the device to the target lesion. It was reported that the stent moved from its position on the balloon of the delivery sys while in the target lesion. The stent remained crimped on the balloon and was successfully removed from the pt. The stent had been inspected prior to use and no damage or movement was evident. The procedure was completed with the deployment of two other endeavor resolute rx stents to target lesion. The pt is reported to be fine post procedure. No clinical sequelae were reported. Please note that this endeavor resolute exchange (rx) device is distributed outside the united states; however, it is similar to the united states distributed product endeavor sprint rapid exchange (rx).

Manufacturer narrative:
(B)(4). Eval: results: (type c lesion, very long and very calcified), (lesion pre-dilatation was not performed), (failure to deliver the stent and stent embolism), (no device received for eval), (stent). Eval, conclusion: (type c lesion, very long and very calcified), (force applied to the device during withdrawal).